Event description:
It was reported that the pulse generator could not be interrogated and exhibited no response to magnet. The device was explanted.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output or telemetry due to the battery voltage dropping below end-of-life (eol). The device was implanted for 0.63 years which is less than the expected 75% published longevity. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.